Event description:
The hcp reported that patient was experiencing itching, return of spasticity, and flu like symptoms. An xray of the catheter demonstrated catheter leakage. The catheter was revised. The patient outcome was not reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner on 2018-feb-16. It was reported that a catheter was implanted on (B)(6) 2005.